Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. During the lead revision, the helix of the lead jumped and the seal plug of the device detached. The physician could not find the detached part. Then, the physician decided to replace the device. As a result, the lead was repositioned and the device was replaced successfully. No adverse patient effects were reported. The lead remains in service and the device was out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The lead is still in service and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.